Manufacturer narrative:
Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer kept track of the battery changes he had to make, every 3-4 days he has to change the battery in the pump, changed the settings for the back light, the audio options, and explained screen timeout. No harm requiring medical intervention was reported. The device will be returned for analysis.